Event description:
Revision surgery approximately 6 years, 5 months post initial implant. Additional information received via legal department: revision operative report of 8 mar 2023: pre & post operative diagnosis: osteolysis and loosening affecting the left knee. Name of operation: left revision total knee replacement - all components. Removal of patellar button. Cultures: none. Indications: this 69-year-old patient presented with osteolysis and loosening affecting the left knee. Radiographs revealed severe osteolysis, predominantly affecting the patellar component on the MRI. From procedure: the femoral component was in good position, however gently tapping of the femoral component at the cement metal interface revealed early micromotion. A decision was made to remove it. The tibial component was well fixed. The patellar component was loose. The polyethylene liner was showing signs of polyethylene wear. The stability of the knee replacement was adequate. A decision was made to revise all components. After removal of the femoral component, they observed some osteolysis posteriorly but overall well-preserved bone. There was also some osteolysis in the anterior aspect of the femur. The patellar component was grossly loose. After removal of the patellar component, they observed severe osteolysis which was also obvious on the MRI precluding implantation of a new patellar button. The skin was approximated with staples. A sterile dressing was applied. The patient was transferred to the recovery area in stable condition. There were no complications.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the devices and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported by the legal brief, on september 28, 2016, patient underwent bilateral total knee replacement surgery. During this procedure, patient was implanted with an optetrak logic polyethylene psc tibial insert in the left knee. Patient is scheduled to undergo revision surgery on left knee on (B)(6) 2023 due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak devices. Following recovery from the left knee revision surgery, it is likely patient will also undergo revision surgery on her right knee to remove the failed optetrak device. No other patient/medical information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.